Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged. A lead revision procedure was performed, during which the physician was unable to regain coronary sinus (cs) venous access, so this lead was explanted. The physician thought the dislodgment was due to patient activity, and plans to monitor this patient and will consider an epicardial lv lead in the future if warranted. No additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.